Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box, lot # 73l1500344 was manufactured on 11/13/2015 a total of (B)(4) pieces. Lot was released on 11/18/2015. DHR investigation did not show issues related to complaint. The customer returned one unit 528135 visistat 35r 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appeared used as there is biological material present on the device. The staples appear properly aligned. The stapler was returned with 19 staples left in the cartridge indicating that at least 16 staples have been fired by the end user. Reference files (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. One staple properly forming in the stapler. However, it did not release from the stapler. The staple was manually removed from the stapler and another other remarks: attempt to fire a staple was made. Once again, the staple was able to form properly but was unable to release from the stapler. The stapler was disassembled and it was confirmed to have been assembled correctly. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned sample was inserted into the lab inventory stapler. The stapler was reassembled and the trigger was engaged. One staple was able to correctly form, but did not release. The staple was manually removed. Two more attempts were made and the staple would not be released in either attempt. The anvil from the functioning lab inventory stapler was inserted into the returned sample. Upon engagement of the trigger, one staple properly formed and released. This was done two more times with the same result. The lab inventory anvil was returned to the lab inventory stapler. Upon assembly, the trigger was engaged and one staple correctly formed and released. The anvil appears to be defective. No other defects or anomalies were observed. The device was sent to the manufacturing site for further investigation. The anvil from the returned sample was placed into two separate lab inventory and tested for firing. Both staplers were able to release all staples while using the suspected defective anvil. Therefore, no issues were found with the anvil. It could not be determined why the staples from the returned sample were unable to be released. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined what caused the staples to be unable to release. The sample was shipped to the manufacturing site for further investigation and it could not be confirmed that the anvil was defective. The reported complaint of "staples jamming" was confirmed based upon the sample received. The staples were able to properly load and close in the stapler, but were unable to release from the stapler. The anvil from the returned sample was put into a functioning lab inventory stapler. Upon engaging the trigger, the staple formed but would not release. The anvil from the lab inventory stapler was put into the returned stapler. Upon engaging the trigger, the staple formed and successfully released. The sample was sent to the manufacturing site for further investigation. Upon further investigation, the manufacturing site could not confirm that the anvil was defective. Therefore, it could not be determined what caused staples to initially be unable to release. The stapler was returned with 19 staples left in the cartridge indicating that the stapler was fired at least 16 times by the end user. No errors could be found in the assembly. The root cause of this complaint issue is undetermined. No further action will be taken.

Event description:
The stapler was jammed inside. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The stapler was jammed inside. There was no patient injury.